Event description:
It was reported that the customers were descending a staircase with a large patient who became combative when the patient left handle broke off from the device. The customer reported that the cause of the component breaking was most likely due to the condition of the patient. There was no reported injury, adverse consequences, or clinically relevant delay in treatment as a result of this event.